Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a crack in the y-site was confirmed. The returned sample was found to exhibit the same features as a known issue. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer "our pediatric department reached out reporting they have cracked power ports from the same lot." Additional information received (B)(6).2023: the event did not involve an urgent/life threatening medical situation. The crack discovered when flushing line and from infusing fluids. Fluid leaked out due to the incident. The event did not interrupt the administration of any medication, or cause a clinically significant delay in medication, that negatively impacted the patient. No signs, symptoms, and/or complications the patient experienced or patient harm, injury, or negative outcome that has not already been discussed. There is some blood in the inside of the tubing. It was reported this occurred with 3 devices. This report addresses the third device.